Manufacturer narrative:
(B)(4). Device evaluation summary: the explanted device was returned and evaluated; as received, one hole was observed on leaflet 2, hole was approx 3mm x 2mm. The hole was beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. One suture was observed on the sewing ring near leaflet 2 and commissure 3. The hole matched up to suture position when leaflet is in open position. Additional manufacturer narrative: edwards gross analysis of the returned device confirms the reported hole in one of the valve leaflets, likely caused by a suture tail abrasion. Suture tail abrasion occurs by contact between an excess suture tail and the leaflet during systole, and is normally related to technical factors and operational context. The product labeling (information for use - IFU) instructs the user to cut the sutures close to the knots and to ensure that exposed suture tails will not come into contact with the leaflet tissue. The reported paravalvular leak cannot be confirmed by edwards' device evaluation. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus, due to anatomical or technique related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
Edwards received information that an aortic bioprosthetic valve model 3300tfx-23mm was explanted after an implant duration of approximately five (5) months. The explanting surgeon reported that there was a large perivalvular leak, and a hole in one of the leaflets. Another edwards aortic pericardial valve was implanted with no reported complications. This patient also had mitral and tricuspid valve repairs performed at the same time of the original aortic valve replacement. The implant operative report of the subject valve indicates the valve looked good on transesophageal echo (tee) post implant.